Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 670 mg/dl. The customer¿s other blood glucose level was 430 mg/dl, 440-450 mg/dl and 90 mg/dl. The customer was treated with IV drip and manual injections in the hospital. Customer alleged that insulin pump delivered half of insulin what was programmed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches.device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window.(B)(4).